Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s compliant was confirmed. The glue was found peeling on the forceps cover. The bending section glue was found cracked. Multiple broken elements were noted in the scope¿s ultrasound image. The scope passed the leak test. The cause of the probe damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during an unspecified procedure, the transducer probe of an evis exera ii ultrasound gastrovideoscope broke. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the adhesive on the distal end peeling occurred when external force was exerted by strong rubbing or bumping on the said place during transportation, storage, use, cleaning, etc. The instructions for use have the following statement which can prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Since this event can be prevented by observing the items listed in the instruction manual, it is likely it was caused by the user's handling.